Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted resulting in the reported clinical observations. Printed circuit board (pcb) was reflowed and programmer had passed all incoming tests with good cable. The device manufacture date for this product is september 15, 2005.

Event description:
Boston scientific received information that this programmer displayed gray even when it was turned off. The product performance anomaly was getting worse, thus field representative decided to return the unit back to the laboratory. No adverse patient effects were reported.